Event description:
The user facility reported a complaint with the long tip forceps instrument but did not provide a description of the event. Intuitive surgical, inc. Contacted the user facility to obtain more information about the complaint but was not able to obtain any details.

Manufacturer narrative:
The instrument was returned and evaluated on (B)(6) 2014. Failure analysis investigation found that the instrument's distal pulleys exhibited scratch marks/abrasions. Both idler pulleys exhibited multiple indentations on the edges. The cables did not exhibit damage. Additional, failure analysis investigation observed that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were .114 - .157 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.